Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for upon receiving elective replacement indicator - eri alert. Device interrogation revealed that the right atrial lead exhibited loss of capture and high pacing impedance values. Due to patient anatomy, lead revision was aborted and the atrial lead was programmed to sensing only. The patient was in stable condition and would continue to be monitored.